Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to erosion and infection. Reportedly, the patient's implantable crt-d came out of the pocket. No adverse patient effects were reported. The crt-d remains in service.